Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's blood glucose was 91 mg/dl. Device did not alarm no delivery alarm during manual prime. Customer was advised to change the reservoir to resolve the issue. Customer declined to replace and return the reservoir.